Event description:
It was reported that the device displayed an unknown error code / message. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from 07/10/2014 to 09/18/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the device displayed an unknown error code / message. It was reported there was no patient involvement.